Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl and it was addressed by the customer drinking juice. At the time of the report the customer's bg level was 73 mg/dl. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made for the customer to consult their healthcare provider regarding bg level.